Event description:
On (B)(6) 2012 customer reported that the dxi 800 instrument experienced "reagent dispense failure" errors on a particular vitamin b12 reagent pack. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to initialize the instrument to the ready mode and remove the vitamin b12 reagent pack. Upon further investigation it was found that the dxi instrument recognized that the pack had 19 tests left. Cts also noted that the customer does have an access 2 instrument. When the pack was scanned on the access 2, the instrument recognized that there were 32 tests left, instead of the expected 50 tests. This confirmed that the individual vitamin b12 reagent pack was shared between the two instruments. Service was not dispatched as it was concluded that user error, due to pack sharing, was the cause of the event.

Manufacturer narrative:
(B)(4).